Event description:
It was reported that the customer had high blood glucose levels (300+ mg/dl). Pump passed delivery system check. Customer uses cold insulin to load cartridge. Customer took manual injections to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge."